Event description:
It was reported that the device shut down unexpectedly. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be design. Actions were taken to mitigate the reported issue: replaced return tube, print circuit board, membrane switch, and h-2 pressure gauge. Initial reporter also sent report to FDA is unknown. No information has been provided to date.